Event description:
The account alleged the knee function runs up with no buttons engaged. He unplugged both siderail and replaced the board but the knee still ran up.

Manufacturer narrative:
The technician found the bed cable pinched between the knee support and the intermediate frame for knee up causing the motor to continuously run. The technician replaced the cable to repair the bed.